Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system multiple station on critical override. Customer stated that starting to affect multiple station and all station is currently set on critical override to pull the medication.customer manually added the patient but it's costing time and disturbing the workflow and can cause delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6: updated - component code to reflect the resolution of complaint investigation and updated - investigation findings to reflect the resolution of complaint investigation. Section h11: updated - upon investigation of the actual device used in this incident, it was determined that the multiple station on critical override. A technical support specialist checked with customer reports were working as intended to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.